Manufacturer narrative:
A visual evaluation of the returned device found that the stent was not broken but, was kinked in several locations and buckled 1.2cm from the proximal end. The naviflex delivery system used was also returned and it was found that the guide catheter, push catheter and pull wire were bent. The push catheter was also noted to be buckled. A functional evaluation was performed by loading the stent on to the guide catheter and as the pull wire was retracted, the stent started creasing. The delivery system also buckled at the handle and the stent failed to deploy. The investigation concluded that tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in catheters. With the catheters bound by kinks and bends, the stent would become difficult to deploy. Forcible attempt to deploy the stent could cause buckling in stent and delivery system. Therefore the most probable root cause is ¿operational context.¿

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic stent implantation procedure performed in the pancreatic duct on (B)(6) 2015. According to the complainant, during the procedure, when they tried to deploy the stent into the pancreatic duct, the stent got twisted and was torn at the proximal side. The stent was unable to be released from the delivery system. The procedure was completed with another stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Exact patient age unknown, but reported to be over 18 years of age. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event of stent kinked. Reported event of stent broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was used during a pancreatic stent implantation procedure performed in the pancreatic duct on (B)(6) 2015. According to the complainant, during the procedure, when they tried to deploy the stent into the pancreatic duct, the stent got twisted and was torn at the proximal side. The stent was unable to be released from the delivery system. The procedure was completed with another stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."